Event description:
It was reported that cartridges for the insulin delivery system were leaking with a reported blood glucose of 401 mg/dl, and replacement cartridges and connectors were arranged for shipment; the reported device problem involved leakage associated with the reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage at or related to the seal, aligning with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.